Event description:
It was reported that the console pretest was performed successfully, then the console was turned off. After approximately 30 minutes, the laser was turned on with the key in the off position, the console was switched off and rebooted. Then, smoke and a burning chemical smell were noticed. The laser was not fired, and no errors were recorded. The procedure was completed successfully with an alternate device. There were no patient complications.

Event description:
It was reported that the console pretest was performed successfully, then the console was turned off. After approximately 30 minutes, the laser was turned on with the key in the off position, the console was switched off and rebooted. Then, smoke and a burning chemical smell were noticed. The laser was not fired, and no errors were recorded. The procedure was completed successfully with an alternate device. There were no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse found a chemical acidic deposit under the startup capacitor in the chiller. The chemical acidic deposit was identified during the console repair likely contributed to the as reported console burning chemical smell and smoke. The chiller was replaced, and the console passed full functional and electrical safety testing. The console was then ready for use.